Event description:
Baxter japan reported, "crack on the silicone tube of the transfer set." The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to baxter japan.

Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.